Event description:
It was reported that during implanted. Device interrogation revealed unexpected reset on the implantable cardioverter defibrillator (ICD). Physician elected to use another ICD. There were no patient consequences.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed. The device was received in backup mode with battery voltage still at normal range of operation. The review of the device image shows empty firmware and diagnostic data which is indicative of random-access memory being cleared during product code reload. No data was available to confirm the cause of the reset. After product code was reloaded device worked as expected and no anomalies were noted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.